Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during preparation of drug with bd plastipak¿ syringes with luer-lok¿ tip the tip was damaged and prevented tubing from being connected. The following information was provided by the initial reporter, translated from french to english: during the extemporaneous preparation of a drug for administration to the school's health promotion department, the nurse observes that the luer-lock tip of a 50 ml syringe was deflected, preventing the tubing from being connected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-jul-2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the tip was observed to be distorted. The pin within the mold gives the tip the inner shaping. If damaged, it can create defects within the shape of the tip such as seen in the sample provided. A device history review was performed for the reported lot 2304712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found. While we could not identify a direct issue, the root cause of this incident was determined to be damage within the pin of the mold.

Event description:
It was reported that during preparation of drug with bd plastipak¿ syringes with luer-lok¿ tip the tip was damaged and prevented tubing from being connected. The following information was provided by the initial reporter, translated from french to english: during the extemporaneous preparation of a drug for administration to the school's health promotion department, the nurse observes that the luer-lock tip of a 50 ml syringe was deflected, preventing the tubing from being connected.